Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified lesion with 90% stenosis in the distal right coronary artery. A 2.50x15 mm traveler rx balloon dilatation catheter (bdc) was advanced toward the target lesion but resistance was noted with the lesion during delivery. The balloon ruptured at 15 atmospheres during the first inflation. There was no reported resistance during removal of the bdc from the patient anatomy. There was no reported resistance during removal of the protective sheath. Air aspiration was performed while in the patient anatomy. The bdc was submerged into saline during preparation. Non-abbott balloons were used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide cath: lancher. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.